Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The company service territory manager (stm) verified the error code reported by the customer. The stm found the motor controller to have been faulty. He replaced the board and verified operation, safety and performance of the iabp was per specifications. The iabp was cleared for clinical use and returned to the customer.

Event description:
The customer reported that the cs300 alarms electrical test fails code# 50 on start up. No patient involvement or adverse event reported. The circumstances under which the event occurred were not reported.